Manufacturer narrative:
The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received notice of a medwatch user report which reported the following information: a customer reported experiencing adverse skin irritation after 5 days of wearing the adc freestyle libre sensor, with symptoms described as ¿itchy and inflamed¿ at the sensor insertion site. The customer self-treated with o.t.c antihistamines and no further treatment was reported. Here was no report of third-party treatment or intervention, and the customer further noted that the injury sustained was "serious". There was no report of death or permanent injury associated with this event.